Manufacturer narrative:
Citation: spetsotaki et al.. The ticking clock of aortic root replacement ¿ single-center experience after urgent and emergent aortic root replacement using the biointegral and freestyle¿ bioconduits. Brazilian journal of cardiovascular surgery 40(3) 2025. 10.2147 0/1678-9741-2024-0307 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the ticking clock of aortic root replacement ¿ single-center experience after urgent and emergent aortic root replacement using the biointegral and freestyle¿ bioconduits. The study population included 26 patients with a mean age of 68 years who were predominantly male. Multiple manufacturer¿s devices were implanted in the study population; 15 patients with a mean age of 58 years who were predominantly male were implanted with a medtronic freestyle bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all freestyle patients adverse events included: septic shock, atrial fibrillation, complete heart block, pacemaker implant, delirium, cardiogenic shock, cerebral hemorrhage, pulmonary bleeding, ventricular fibrillation, ventricular tachycardia, acute liver failure, acute kidney injury, intracranial bleeding, re-operation, ischemia, fungal sepsis and increased gradients. No further information was provided pertaining to medtronic products.